Event description:
During a treatment to place a greenfield filter, the filter failed to open properly. The pt was critically ill and was an inpatient in the surgical ICU. Cavograms were not done due to the pts current diagnosis of acute renal failure. The pt had also undergone placement of an ash brand dialysis catheter in the supervisor vena cava. The physician had introduced the greenfield filter under fluoroscopy and upon deployment, noted that it had failed to open properly. A second greenfield filter was placed and the procedure was successfully completed. The pt returned to the surgical ICU where they remained an inpatient. It was discovered during the couse of clinical follow-up that the pt expired 19 days following the procedure. Primary cause of death was septicemia secondary to ischemic colitis and atheroembolic disease (caused by) acute renal failure and coronary artery disease.